Manufacturer narrative:
After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4). The dentist reported that 21 days after the dental implant was installed in intraoral region 30#, its non-osseointegration was observed. Moreover, the patient presented bone type ii and biomechanical overload has occurred.